Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had compromised forced sensor system alarm. There was a side on the crack near the drive support cap. The drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.